Manufacturer narrative:
The lens was not returned to b+l for evaluation; therefore, product evaluation could not be conducted. The lot number of the lens was not provided; therefore, a device history record (DHR) review could not be performed. Based on the information available, the exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was "blocked" into the inserter and the surgeon pushed strongly on the inserter. Reportedly, the lens unfolded rapidly when exiting the inserter and a posterior capsule dehiscence occurred. Additional information has been requested, but has not been received.